Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of an interlink system solution set sprung off. This occurred after priming with an unspecified solution and while the set was being attached to the patient. There was reportedly patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.